Event description:
The MFR received info alleging a pt's blood oxygen saturation decreased when a ventilator that was providing therapy did not deliver the set number of breaths. The pt was placed on another device and there was no reported serious harm or injury. The MFR's investigation is currently ongoing, and a f/u report will be filed when the investigation is complete.